Event description:
Caller reported pt experiencing elevated blood glucose (300-900 mg/dl) since receiving chemotherapy. 2006, pt was hopitalized with blood glucose of 900 mg/dl. Pt was given an insulin IV of 75 units, which brought his blood glucose down to the 400's mg/dl. Pt was release from the hosp with his blood glucose in the 400's mg/dl. Caller though that there might have been a "crimp in the tubing." Caller stated that the adapter and piston rod had never been changed. Caller admitted husband forgot administer boluses during the previous week. Caller indicated that pt had started taking the infusion device worked fine. Caller did not report specific symptoms related to the elevated blood glucose. No product is being returned.